Event description:
It was reported by the biomedical engineer that during a routine check of the external pulse generator (epg), the lower display did not always come up or that it would come up, but then go away. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported by the biomedical engineer that during a routine check of the external pulse generator (epg), the lower display did not always come up or that it would come up, but then go away. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that during a routine check of the external pulse generator (epg), the lower display did not always come up or that it would come up, but then go away. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the lower display would not always come up or that if it did it would not always stay up. Analysis did find that the lower case and both bail covers were broken, the battery contacts were compressed and the keyboard was out of specification. (B)(4).